Manufacturer narrative:
B3: aware date used as event date is unknown.

Event description:
Reported via social media. It was reported that pseudoaneursym occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was utilized and a watchman closure device was implanted. After the implant procedure, the patient developed a pseudoaneurysm at the access site which required 45 minutes of manual compression and administration of 2 pints of blood, resulting in large bruising and unspecified complications.